Event description:
New information received notes that the issue was confirmed to be telemetry lockout, which was resolved through interrogation of the device. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were noted.